Event description:
It was reported the patient presented to the clinic for a routine follow-up, at which time the patient reported being hospitalized the week before for syncope due to exit block. Diagnostics at the follow-up visit were normal. The physician reprogrammed the pacemaker and will check the patient in two months. The patient's condition was reported to be good.

Manufacturer narrative:
(B)(4).